Event description:
It was reported that the during a change out, the doctor hooked up the new device to the old leads and when doing the defibrillation threshold test (dft) the device delivered 0 joules and the lead coil impedance measured <(><<)>20ohms on the first shock (programmed to 20 joules). The device continued to recognize the rhythm, redetected and delivered the 25 joule shock and rescued the patient. A nick in the lead insulation was suspected. It was suggested to inspect the lead after opening the pocket and look for burned insulation on the lead against the device. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the defibrillation impedance was out of range, low. During the episode vfrx1x defibrillation pathway b to ax, high voltage impedance equal to 0 ohms, on(B)(6) 2013. Concomitant products: 3830 implantable pacing lead (B)(6) 2006; icf09b implantable pacing lead (B)(6) 2003. (B)(4).